Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non tortuous, severely calcified lesion exhibiting 90% stenosis located in the lad. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that a modified double kissing mini crush process was planned to treat the lesion. Stent deformation occurred in vivo when advancing at the lesion due to the calcification of the lesion. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related

Manufacturer narrative:
Product analysis summary: the stent was not positioned on the balloon between the marker bands as per specifications. The balloon material appears to have moved distally and the 1st distal stent wrap was positioned on the distal markerband. The distal balloon material appeared to be bunched. It was possible to anchor the distal tip with a mandrel and push the distal balloon material proximally. The stent was then positioned correctly between the markerbands. No deformation was evident to the stent. No deformation was evident to the distal tip. Deformation was evident to the distal shaft immediately distal to the guidewire entry port. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.